Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Inspected 7pcs retention parts cannula angle, cannula appearance and cannula pull force. All results passed.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: after concerning the treatment cost, and the situation as fine, the patient did not decide to go to hospital. The patient did not find the 5mm needle tip on the top, and there was no needle tip on the floor either. The patient did not feel any pain by touching her abdomen, however, she worried that the needle tip still remained in her body.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: after concerning the treatment cost, and the situation as fine, the patient did not decide to go to hospital. The patient did not find the 5mm needle tip on the top, and there was no needle tip on the floor either. The patient did not feel any pain by touching her abdomen, however, she worried that the needle tip still remained in her body.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.